Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 20 mg/ml at 11-12 mg/day via animplantable pump for an unknown indication for use. It was reported that during normal use at the last refill session the pump had significant more drug volume in the reservoir than calculated. It was noted that the specific discrepancies were unknown. It was reported that the physician suspected a malfunction of the pump and performed a replacement. The implant date of the pump was unknown. It was reported that there were no known external factors that may have led or contributed to the event. It was reported that the physician checked the pump session report, but no further information was provided. After the pump replacement, the patient has good therapy effect again. It was reported that at the time of this event the issue was resolved. The patient status at the time of the event was reported as alive-no injury. No further complications were reported and/or anticipated.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial# (B)(4), found no anomaly. If information is provided in the future, a supplemental report will be issued.